Event description:
Customer reported a malfunction on the pump, specifically malfunction code 9, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, which provided assistance with resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. Customer was advised to call back if the issue reoccurred and acknowledged these instructions.